Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the lid of the all in one commode broke on the side where you lift up and where the seat and rod goes.